Event description:
Medtronic received information that 2 years post implant of this bioprosthetic valve (st. Jude medical biocor valve), the patient presented with symptoms of congestive heart failure. Echocardiogram revealed severe para valvular regurgitation of the mitral valve with moderate stenosis. The valve was explanted and replaced with another device with no further patient adverse effects reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).